Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to corrupt software on the device. The customer declined repair the 14 year old device, therefore the device was labeled not for clinical use and returned to the customer at their request. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient during a patient rescue (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.